Event description:
Discordant, (B)(6) results were obtained on four patient samples on an advia centaur instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and resulted (B)(6). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they were having signal 2 errors and quality controls were out of range. It was discovered that the customer erroneously placed a bottle of base reagent in the wash 1 bottle position. The customer removed the base bottle, and emptied and flushed the reservoir. A new bottle of wash 1 solution was placed on the instrument and the system was primed. Quality controls were run, resulting within range. Patient results were repeated and corrected. The cause of the discordant, (B)(6) results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.